Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿device is under delivering during testing¿ was not confirmed during performance verification test, and a probable cause was unknown. During the delivery accuracy test it was found the downstream occlusion (dso) sensor would not alarm. Replaced the dso and the device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is under delivering during testing. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.